Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that automatic calibration of the minute ventilation (mv) feature was unable to be performed for this pacemaker and right ventricular (rv) lead. Boston scientific technical services (ts) discussed troubleshooting options and discussed that the algorithm was not finding the lead to be satisfactory. The lead was noted to be programmed to bipolar configuration and pacing impedance measurements were noted to be stable at 565 ohms. The mv feature was then manually calibrated. No additional adverse patient effects were reported. This product remains implanted and in service.